Event description:
It was reported that the patient had weakness in their knees. Surgical intervention was undertaken on (B)(6) 2023 during which the lead was explanted to address the issue. The symptoms subsided post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.